Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue. In addition, it was reported that fill resistance was felt during the load process. There was no impact to the customer's blood glucose level. Customer was able to successfully fill the cartridge with insulin.